Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level is unknown. The customer was not able to troubleshoot at the time of the report. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.